Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a gap in the adhesive between the plastic cover and the distal end of the device. The customer's originally reported issue of nozzle collapsed was confirmed. The following additional findings were also noted: assorted scratches, chips, and wear of hte angle wire resulting in play of the up/down knob being out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera duodenovideoscope device had a collapsed nozzle. Upon inspection and testing of the returned unit, it was discovered that there was a gap in the adhesive between the plastic cover and the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.